Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain"), nausea ("nausea") and abdominal distension ("bloating"). The patient was treated with surgery (removal of essure on (B)(6) 2022). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, nausea and pelvic pain to be related to essure administration. The reporter commented: as a result of the side effects, patient had to repeatedly visit different specialists, who have concluded that her symptoms were caused by the essure device. After the removal surgery, the symptoms she was suffering began to subside, and according to the reporter was further proof that her contraceptive device was defective and the cause of all the pain and side effects suffered by the patient since its insertion in 2014. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain"), nausea ("nausea") and abdominal distension ("bloating"). The patient was treated with surgery (removal of essure on (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, nausea and pelvic pain to be related to essure administration. The reporter commented: as a result of the side effects, patient had to repeatedly visit different specialists, who have concluded that her symptoms were caused by the essure device. After the removal surgery, the symptoms she was suffering began to subside, and according to the reporter was further proof that her contraceptive device was defective and the cause of all the pain and side effects suffered by the patient since its insertion in 2014. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-oct-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.